Event description:
Additional information was received from a consumer indicating that the zapping was first noticed on 2018-nov-05, which contradicts previously reported information. When asked to clarify the report of the programmer not going to where the patient could see the programs the patient reported they were unable to turn the unit off. Various screens showed, then changed, they tried to get the screen to reduce amplitude and once they got it down from 4+ to 2.2, then the screen changed. The patient continued that the finally got it down to 0.0 but the zapping continued. There were screens showing technicians and letters, then the eos appeared. The zapping still continued but gradually stopped. The patient noted that the unit turned on when the off button was pushed at times, and the unit was currently not active. It was reported that the zapping had been resolved. When asked if the zapping could be related to the eos of the ins, the patient replied that it ¿could be.¿ no further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having problems with getting zapped, they were feeling burning and painful stimulation for a week or more. The patient felt with their hand down to their spine where their leads went and believed the zap was related to the leads. The patient stated they were still in pain from the zapping, and the zapping was from their implant down the nerve to the area down there causing them to hurt so bad they were having trouble standing, so they took ibuprofen. The patient stated they attempted to use the programmer and work the numbers down and got down to 2, but the programmer didn¿t show the programs. The patient stated the programmer wouldn¿t go to where they could see programs since the other day. It was reported that the patient was seeing end of service (eos) during the call, and the patient was redirected to their healthcare provider to check the device. It was also reported that the patient was seeing other screens before the call that were understood to be possible programmer low battery, possible poor communication, and possible ins low battery screens. The meanings of the other possible screens were reviewed. No further complications were reported.